Event description:
A user facility reported that an lma airway failed to remain inflated during patient use. The physician removed the lma and replaced with another lma airway. There was no patient injury or problem. The user facility returned the device for evaluation.